Event description:
It was reported that two lcs15's were used during a laparoscopic myomectomy. It was reported by the affiliate that the scissors do not close parallel at the branches. The coagulation is not as good as usual. There was no consequence to the pt.